Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On 12-jun-2024, reported that patient faced infusion set cannula bent. Patient went to emergency room and hospitalized. Cause of emergency visit was diabetes related issue. Patient arrival date was (B)(6) 2024.duration of stay in emergency room was 9-10 hours. The blood glucose level was 500mg/dl. Small level of ketones were present. Infusion set has been used for 6-7 hours. Therefore, patient was treated with intravenous, fluids of saline and insulin. Patient was released from the hospital on (B)(6) 2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.